Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As the device was not returned for analysis, the investigation determined a conclusive cause for the reported deflation problem cannot be determined. The reported difficult to remove was a direct result of the reported deflation problem. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal circumflex artery that was 99% stenosed. The trek balloon was inflated at the lesion two times at 16 atmospheres but would not deflate after the second inflation. The device was removed with the other devices, without issue. There was no adverse patient effect or a clinically significant delay in procedure. The patient left the cardiac catheterization lab in stable condition. No additional information was provided.